Manufacturer narrative:
(B)(4).this follow-up report is being submitted to relay additional information. The following sections were updated: d2, g4 h2, h3, h6, h10. The event could not be confirmed. The device manufacturing quality record could not been reviewed as the lot number of the product were not communicated. The device was not returned to the manufacturer. Therefore it could not be analyzed. The complaints review could not be performed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the during surgery there was fracture of rasp at junction between the rasp holder and the upper part of the rasp. There was difficulty in the retrieval of the blocked rasp with femur fissure which required installation of 2 cerclages.